Event description:
Central catheter cook placed by surgery service on right subclavian vein, yesterday started to leak, tpn and IV fluids was leaking from catheter, x-ray indicate catheter in position. Surgery service evaluate the pt and ordered to change the catheter. FDA safety report ID# (B)(4).